Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found with locked safety, and with unused deployment mechanism, however, the stability sheath was found detached, and loose over the proximal sheath which leads to confirmed result for detachment and subsequent failure to advance. Based on the investigation of the provided information, the investigation is closed as confirmed for detachment of the stability sheath from the grip leading to failure to advance. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Regarding pta the instructions for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.' Under required materials the instructions for use state '10f introducer for stent diameters of 16 mm, 18 mm and 20 mm. 0.035 inch diameter guidewire'. Regarding damage the instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' H10: d4 (expiration date: 08/2024). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the plastic part over shaft of the device was allegedly loosened. It was further reported that there was allegedly limited advancement of device and unable to deploy the stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the plastic part over shaft of the device was allegedly loosened. It was further reported that there was allegedly limited advancement of device and unable to deploy the stent. The procedure was completed using another device. There was no reported patient injury.